Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/23/2019.

Event description:
The customer reported that they ordered a flow sensor assembly to address a flow issue on a ventilator. It is unknown if the device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
MFR received date: 14 oct 2019. Although requested, details including the serial number of the ventilator in question and patient involvement information were not confirmed. The customer reported that the issue was a result of operator error, and that the ordered replacement part was not used. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that they ordered a flow sensor assembly to address a flow issue on a ventilator. It is unknown if the device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.